Event description:
New information states that the lead exhibited decreased r wave amplitude and high capture threshold.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited dislodgement, which was confirmed by an x-ray, and the lead test values had changed. The lead was explanted and replaced. The patient was stable.